Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m222935 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m222935. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m222935 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. H3 other text: other - device not returned; single use.

Event description:
The customer reported two (2) false results using the ID now covid-19 assay performed on different dates using nasopharyngeal samples. This MFR report addresses test one (1) of two (2). The customer reported a false negative result performed on (B)(6) 2023. Repeat pcr testing was performed (with a CT detection value of 35.19) generating a positive result. Although requested, no additional information, including patient outcome or treatment, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device not returned; single use

Event description:
The customer reported two (2) false results using the ID now covid-19 assay performed on different dates using nasopharyngeal samples. This MFR report addresses test one (1) of two (2). The customer reported a false negative result performed on (B)(6) 2023. Repeat pcr testing was performed (with a CT detection value of 35.19) generating a positive result. Although requested, no additional information, including patient outcome or treatment, was provided.